Event description:
It was reported to philips the touchscreen is damaged but the lcd is good. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name: (B)(6).

Manufacturer narrative:
The customer spoke with a philips remote service engineer (rse). The rse provided the part number for the touchscreen. The customer placed an order for a replacement touchscreen. Many good faith efforts have been made to obtain additional information from the customer however there was no response. If additional information is later received, a supplemental report will be submitted.